Event description:
It was reported that during a total gastrectomy procedure, the staples on the side were fully malformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.